Event description:
The surgeon stated there was no defect in the intraocular lens. The pre-op calculations were incorrect which led to an unexpected post-op refraction. The lens was exchanged for an intraocular lens of different power.

Event description:
A surgeon reported that a patient had "mechanical" complications following intraocular lens (iol) implant surgery. The iol was explanted. No further details were provided. Additional information has been requested.